Manufacturer narrative:
(B)(4). The device was not returned for evaluation, however, the device history review was reviewed and no non-conformance or reworks were noted during the manufacturing process that relate to the reported issue.

Event description:
On (B)(6) 2018 a patient underwent a surgical procedure. Prior to the case, when opening a cryo flex probe the staff recognized that the plastic pouch had a break in the packaging so that the sterile situation was unclear. Another probe was opened, prolonging it five minutes. No harm to patient.